Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant stated the following comment: there are no medical records to detail any aspect of the pain, type, location, duration or otherwise. There are x-rays that show an adequate anatomic reconstruction of the knee without apparent issues. Components are well oriented and in adequate size well fixed to the bone. The patella s not resurfaced. Pain is very aspecific and may cover a multitude of problems including infection, instability, stiffness, patellofemoral pain due to non resurfacing and many more although component loosening does not appear as a potential problem. Because of absent medical and radiological information, this case cannot be solved with the current information. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, medical records as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
Left total knee revision. Patient complaining of pain.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Left total knee revision. Patient complaining of pain.